Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was reported. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, scar, drainage, pustules and infection under the overlay patch. The patient was taken to a clinic on (B)(6) 2023 and the doctor prescribed flucloxacillin (oral antibiotic), cetirizine (oral antihistaminic) and betnovate cream. At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.